Event description:
In 2005, 2 attendants were transporting a pt. They put the cot in the high height position to roll the cot. Allegedly, the footend of the cot fell and the attendant at the head end of the cot ended up in a "squal" position. Reportedly, the emt complained of pulled muscles in their back. They were reportedly, treated with pain medication and went to physical therapy.